Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the caller was a medical examiner. The patient died on (B)(6) 2023 and they were not 100% sure if the pump caused the death. The hcp stated that the patient had a dye study the day before and was found dead the following day. The hcp mentioned that patient had high blood pressure, pulmonary emphysema, and chronic pain syndrome that was pretty interactable. The hcp thought the death was unrelated to the pump. The hcp stated that they did not believe that the death was likely related to the pump as it was alarming. The hcp stated that when they did the examination of the patient the catheter looked good. The hcp stated that the day before the patient's death they did do a dye study as there was an issue with a volume discrepancy of the pump not infusing. The hcp stated that they wanted to get the pump analyzed to give the family peace of mind of what was the actual cause of death. The hcp stated that patient had other things going on that made this a complicated situation. The hcp said that they did not think that the dye pushing would have caused any issues because they stated someone contacted the patient several hours after and the patient was fine.

Event description:
Additional information received from a health care provider (hcp) indicated that to the hcp's knowledge, the death was not thought to be related to the mdt device or therapy. The cause of death was determined to be hypertensive cardiovascular disease. The contributory causes of death was determined to be pulmonary emphysema due to chronic tobacco use and chronic pain syndrome with an intrathecal morphine pump. The manner of death was natural and the patient passed away at home. The hcp further reported that the patient had not been hospitalized prior to their passing. Per the autopsy report, the pathological and clinical diagnosis indicated that the patient was implanted with an intrathecal morphine pump for treatment of chronic pain syndrome due to lumbar radiculopathy and lumbar post-laminectomy syndrome. Medical records indicated recent suboptimal pain control with significant residual medication volumes in reservoir at time of pump refills. They underwent intrathecal pump side-port and catheter evaluation via fluoroscopic guidance two days prior to being found dead at home. The pump and catheter were visualized in subcutaneous soft tissues without obstruction or leaks but without clear myelogram; radiographic examination was impeded by habitus and there was suspected catheter tip migration. It was also reported that the patient spoke with their neighbor on the evening prior to being found dead so it was unlikely that pump and catheter evaluation contributed to death.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2016-09-11, UDI#: (B)(4). H1: review of additional information received showed that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient's death. Therefore, this event is considered a malfunction report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Adverse event was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep). The patient had multiple medical conditions. The family wanted the pump to be checked. The patient died after catheter aspirate port (cap) dye study. The pump was alarming. The pump will be sent back to medtronic. They are planning to sue for the explant mailer kit.

Manufacturer narrative:
Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Catheter: analysis identified here was damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative indicated the physician planned to do an MRI on (B)(6) 2023 and rep was going to be there, but the patient did not show up. It was noted the rep later found out the patient passed away on that same date. He stated the cause was not known at this time but an autopsy was performed. The rep did not know the patient's weight. He also stated he did not know the nature of the volume discrepancies (e.g. More or less drug or how much different) but had requested that from the provider's office. The rep had not received any further information at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine (20 mg/ml at an unknown dose) and bupivacaine (6 ml/ml at an unknown dose) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the representative requested information on a roller study. The representative stated that the patient had a volume discrepancy for the past two refills. The representative did not have information on the volume discrepancy or dates. The physician was going to do a dye study and roller study but wanted more information on the roller study. Technical services reviewed synchro med ii will log any motor stalls/recoveries but sent technical note in case physician decided to do one. The representative stated the healthcare professional tried to do a dye study in their office but could not see the tip of the catheter, so they planned to do another one at a surgery center with a higher concentration of contrast and better fluoroscopy. No patient symptoms were reported.